Event description:
While on day shift and when suctioning a pt, the nurse noticed that the catheter tip appeared jagged. She removed the catheter and observed that a very minute piece of the catheter tip was missing. The pt was x-rayed but the tip was not found. The radiologist stated that in the very best film, the tip would not be viewed because of how small the detached piece was. The pulmonolgist does not anticipate any pt problems and believes the pt will cough up the tip if it is inside the pt. The night shift personnel had no knowledge of the tip breaking so nothing was documented in the pt's file. The catheter was replaced and no futher complications have been reported.